Event description:
The physician performed a transgastic needle stick with a gi aspiration needle. A wire guide was placed followed by the aspiration needle. The procedure was performed and completed, however, upon removal of the device from the endoscope, resistance was met causing the needle to detach from the sheath. The physician was able to capture the needle on the end of the wire guide and remove the wire guide, device, and needle in one motion. It is believed that a portion of the needle caught in the endoscope, which caused the resistance and subsequent needle detachment. The pt is in satisfactory condition.